Event description:
On (B) (6) 2010, patient reported her blood glucose levels have been elevated for the past 2.5 weeks. Patient stated her readings are elevated after she eats. Patient reported her doctor changed her insulin to carbohydrate ratio 2 weeks ago. Patient is unsure of how long infusion adapter has been in use. Advised to change with every 10th cartridge change. Patient's normal blood glucose range is 120-150 mg/dl. Patient stated, she does not know if she has had air bubbles during this time. Had patient disconnect and prime the air bubble out; was successful. Patient reported, the infusion device has fallen into the bathtub. Patient stated, she does not recall when the incident occurred. She stated "maybe" a month ago. Patient reported, it was enough to be submerged in water, however, she quickly picked it out of the bath tub. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.